Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that noise was observed on the atrial lead. It was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion at 31.8 to 32.2cm from the distal end. The damage found was consistent with friction against another implanted device and could cause the noise that was reported in the field.